Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable and adapter caught fire while charging the pump. Reportedly, an alternate usb cable and adapter resolved the issue. There was no reported impact to customer's blood glucose level.